Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer was able to resume insulin delivery. The customer declined to troubleshoot with tandem technical support (cts) or provide further information. Additionally, it was reported that the pump did not vibrate when the alarm occurred. Cts confirmed that the alarms were set to vibrate in the pump settings. The customer's blood glucose level was 116 mg/dl.